Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. This supplemental correction report was created to capture the additional information received which indicates that the physician preferred a different lead and there was no allegation against the lv lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to the physician preferred a different lead and there was no allegation against the lv lead. This lv lead was replaced, returned and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the physician preferred a different lead and there was no allegation against the lv lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to the physician preferred a different lead and there was no allegation against the lv lead. This lv lead was replaced, returned and never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. This lv lead was replaced and returned. No adverse patient effects were reported.